Manufacturer narrative:
The edwards sapien m3 valve (9680tfx29m) is not sold or marketed in the us; however, it is deemed similar to the 29mm sapien 3 valve (9600txf29). Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tmvr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, although the cause of the event could not be confirmed, valve thrombus and the patient co-morbidities may have contributed to the worsening mr. The official cause of death was reported to be congestive heart failure, although it is more likely the patient¿s death was related to their multiple comorbidities including severe tr, rv dysfunction and a low ef of 10-15% and possible the moderate mr. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) clinical trial, approximately 30 days post implantation of a 29mm sapien m3 valve in the mitral position, the patient was reported to have 2+ transvalvular mitral regurgitation (mr) with a mean gradient of 8 mmhg. Severely restricted motion of at least one leaflet was noted, consistent with leaflet thrombosis. No reports of intervention were received. Six months post valve deployment, the patient was noted to be significantly deconditioned and had decompensated congestive heart failure (chf). It was also reported that the patient had multiple admissions at another facility over the previous months. Medical record review revealed the patient was admitted to the hospital. Tte indicated a stented bioprosthetic valve was present in the mitral position. Restricted motion of all leaflets and moderate mitral valve regurgitation were noted. Very severe left ventricular systolic dysfunction, very severe tricuspid regurgitation and an ef of 10 to 15% were also reported. The m3 valve was diagnosed with thrombus and the patient was inr therapeutic for approximately 6 months; however, the valve thrombus and moderate mr were not resolved. Five days post admission to the hospital, the patient was transferred to hospice care per family request. The patient expired one day later. The cause of death was reported to be congestive heart failure.

Manufacturer narrative:
UDI number:(B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).